Event description:
A falsely elevated troponin result of 1.69 ng/ml was obtained on a patient sample. The sample was retested on an alternate instrument and the result was <0.04 ng/ml. When the sample was retested on the original instrument the troponin result was 0.00ng/ml. The falsely elevated troponin result was not reported to the physician. Patient treatment was not prescribed or altered. There were no reports of adverse health consequences as a result of the falsely elevated troponin result. Analysis of instrument data by dade behring personnel did not indicate any instrument issues. Pre-analytical variables are the likely cause of the falsely elevated troponin result.